Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the review of the design history record, all required documents are present in the DHR. Upon review of the risk analysis and functional / design requirement, it was determined that this device met those requirements, and these requirements were not attributed to the cause of the complaint.

Manufacturer narrative:
A manufacturing evaluation was conducted and the reported received indicates the patient specific implant was returned in a condition that matched the condition when it was produced. There were not apparent signs of modification or use of the implant. The patient specific implant was produced per the approved design.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing.

Event description:
Patient with prior frontal orbital advancement was returned to the or for psi implant for aesthetic reconstruction. The surgeon opted not to use the psi implant because there was a 1 cm gap between the patients native bone and the onlay implant. The surgeon felt this gap would lead to fluid accumulation and/or infection. The surgeon aborted the cranioplasty portion of the procedure but continued with the nasal reconstruction. As of (B)(6) 2013, the anticipated treatment is unknown. A new implant may be designed after the surgeon has follow-up appointments with the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Upon reviewing the design history file for this product, it is determined that the design history documents, including the functional and design requirements, and the risk analysis, are sufficient for this product and did not cause the product complaint. After evaluating the implant that was returned, the defect as described in the complaint description could not be repeated, and the implant fit as design and as expected per the design and inspection results. The design of the implant was consistent with all design requirements and processing procedures, and the implants matched the design that the surgeon approved.